Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s husband reported the patient has a ¿pus pocket¿ at the insertion site when the sensor is removed. The patient has experienced this with the last four sensors that had been inserted into the arm. The second sensor had caused pain during use. With each occurrence, her husband sent photographs of the insertion site to the patient¿s physician for evaluation. Based upon the photographs, the doctor told the patient she wanted to culture the discharge in the insertion site. On (B)(6) 2019, the patient had a regularly scheduled doctor¿s appointment and decided to change the sensor during the appointment. When the sensor was removed, the doctor cultured the discharge in the insertion site. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.